Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the pt experienced cardiopulmonary arrest and wire access was lost. The lesion being treated was a very calcified cto extending approximately 300+mm from the at bend down to the ankle where the vessel reconstituted. The physician crossed the long cto with the initial guide wire, then used a 0.014" crossing catheter to exchange the guide wire for a 0.014" viperwire advance guide wire. At the at bend was minimally tortuous and was approximately 2.5-3.0mm in diameter. The physician planned to use a 1.25 solid crown stealth oad to create a lumen through the cto lesion. His objective was to complete runs on low speed throughout the entire cto and then come back to treat at medium speed. The crown was placed 1-2 cm proximal to the cto and the physician successfully performed the first run on low speed for a total run time of 25 seconds. He then advanced the catheter with some difficulty. Once in position, he began his second run at low speed. The device began to ramp up, but then made an unusual noise and shut down after approximately 2 seconds. The crown was positioned in a segment that he treated in the previous run. He tried again with the same results. The physician attempted to increase the speed, but again had the same results. There seemed to be a small kink in the proximal portion of the wire which protruded out of the back of the catheter handle. This kink occurred during advancement the catheter while the tech was holding onto the wire in that region. The physician backed the device out and while he contemplated his next action, the pt coded. The pt was resuscitated and stabilized and the physician proceeded with the same case. During the resuscitation of the pt, however, guide wire position was lost and the physician was unable to rewire the lesion. Subsequently, he aborted the case. Three requests for additional info regarding this event have been made, but no info has been received. (B)(4).

Manufacturer narrative:
(B)(4).